Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed due to a pinch in the tubing. The cause of the pinch was due to improper placement of the tubing during the packaging operation by the manufacturing personnel. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that an infusor lv 7 device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with a 220 ml solution of naropeine, catapressan, and sodium chloride. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.